Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy during surgery. The case was using CT to fluoro, where the images and the plan looked good. The case was from l5 to s1. The last screw on l5 right, however, was superior and lateral. The deviation was less than 3.5 mm. The manufacturer representative stated that surgeon's technique was good and was unsure why the trajectory was off. The surgeon removed the screw and resorted to inserting the last screw using scan and plan. The site brought in their imaging system and placed the star marker. After the site took the images and sent the arm to the trajectory, the arm went too high, as if it was operating on l3 instead of l5. The representative suspected that the reason for the inaccurate trajectory was due to the star marker touching the hardware in the case. The surgeon decided to resort back to using CT to fluoro, however, they were unable to achieve registration due to the hardware attached to the patient. Therefore, the surgeon had to resort to inserting the last screw using navigation and aborted used of the guidance system. There was no patient harm and the procedure was delayed by two hours.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A1-a4: patient information is unavailable. H3, h6: a medtronic representative went to the site to perform a system check out and they found that the system functioned as intended. E1: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.